Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the clip delivery system (cds) prior to use, when the m knob was turned for a 3/4 turn, a noise was heard and the cable was observed to be broken. The cds was not used. There was no clinically significant delay in the procedure reported. The procedure was successfully completed with the placement of one clip. The patient was stable post procedure. Returned device analysis identified a torn clip introducer. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported clip delivery system (cds) cable break was confirmed. The reported noise could not be replicated in a testing environment as it was likely a symptom of the cable break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported cds cable break. The reported noise and the observed mechanical issue of loss of tip deflection; however, were secondary effects of the cable break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.